Event description:
The customer called to report that they were admitted to the hospital for two bgs. The customer stated that they were admitted for five hours before being released. The customer indicated that they ran a lead screw test before the call and passed. Also the customer informed that they received an alarm and changed the set. It was mentioned that the customer is under a lot of stress.